Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage keypad trace. The insulin pump was received with minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip. Numbers does not ramp up on its own or scroll bar moving with no input.

Event description:
It was reported that the customer's insulin pump was experiencing a keypad anomaly. The customer's blood glucose level at the time was 159 mg/dl. He said that stated that he was setting up for a bolus and that the numbers kept ramping up. The customer was advised to discontinue use of the insulin pump. No additional information was provided.